Manufacturer narrative:
It is unknown if the device was in use on a patient when the alleged issue occurred. The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product et tube, performed cuffed nasal, 6.5, lot # 01j1300087 was manufactured on 09/12/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the balloon burst. There was no consequence or injury to the patient.